Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR report 1627487-2011-03145, 03146, 03147, 03119, 03123. The pt rec'd a scs sys including an ipg, three percutaneous leads ( from 2 separate lots), an extension and lead anchor, on (B)(6) 2011. It was reported that the device were explanted on (B)(6) 2011 due to a (B)(6) infection. The pt was treated with oral antibiotics and wound care. F/u on the pt found that the infection has resolved, but the pt is continuing with a wound care regimen.